Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The setscrew marks were located correctly on the terminal pin. Cuts in the insulation, likely from explant damage, and melt marks on the outer insulation, likely from explant electro-cautery, were noted. Electrical continuity testing was passed calcification was present throughout the lead body of both segments returned, including the inside tip, steroid collar, and insulation. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the patient was given multiple doses of antibiotics to try and maintain crt-p integrity. The patient had a large scab above the device site on the left chest. No additional adverse patient effects were reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the patient was given multiple doses of antibiotics to try and maintain crt-p integrity. The patient had a large scab above the device site on the left chest. No additional adverse patient effects were reported. The lv lead was explanted.